Event description:
Reportable based on device analysis completed on 26jun2025. It was reported that balloon did not inflate. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in radial. A 7.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilatation. During first inflation at around 20 atmospheres, the balloon did not inflate evenly. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 34 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 54mm distal from the proximal markerband. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.